Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a hysteromyoma on (B)(6) 2020 and suture was used. The needle broke when sewing the fibroid for the first stitch in the surgery. No adverse patient consequences were reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/07/2020. A picture was received for analysis. Upon visual inspection of the picture, the following was observed. An opened folder with a broken needle could be observed in two sections; however, no conclusion could be reached as the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. One unopened sample of product was received for analysis. The complaint sample was not returned for evaluation. During the visual inspection of the sample, no defects were found on the package. The sample was opened and the swage and attachment area were noted to be as expected; also, the tip and body of the needle were examined under magnification with no defects, damage or needle breakage found. Besides, the sample was tested by resistance test to needle and met the requirements. According to the sample condition, no needle breakage was found.